Event description:
It was reported that during preparation of the armada 14 percutaneous angioplasty (pta) catheter (lot number 809417), leakage was observed at the "y valve". There was no damage was noted on the "y valve". The catheter was not used in the anatomy; there was no patient contact. Two additional armada 14 pta catheters with same part and lot number (809417) had the same type of leakage at the "y valve" at the same preparation step. The devices were not used in the anatomy; there was no patient contact. There was no clinically significant delay in the procedure due to the device issue. A fourth armada 14 pta catheter with a different lot number (822331) was successfully used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). The product was unable to be analyzed, as the used device was not returned. The severity risk level for this type of failure was assessed as low. While abbott vascular was unable to perform device analysis, the lot history record for this specific lot was reviewed, which indicated all lot release testing met specifications. The complaint database was reviewed and confirmed the presence of two additional products reported for leaks from this lot. An expanded investigation was performed and a product issue related to leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.